Event description:
Boston scientific received information from a journal article publication, regarding high right atrial lead impedances with suspected lead fracture. The patient involved was not pacer dependant and the physician elected to reprogram the device from ddd to vvi. The article did not specifically state the patient had a boston scientific implanted system; however boston scientific was included within the patient population. No further complications with this patient were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. - attachment: (B)(4).